Event description:
(Os 16.985). The dentist reported the none osseointegration of one dental implant ti ti titamax ex implant (4.1) 4.0x11 mm installed in intraoral region #12, but did not provide any other info about the case.

Manufacturer narrative:
(B)(4).